Manufacturer narrative:
Date of event is estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported as a general comment that a vessel puncture closure of an unknown vessel was attempted using a prostyle device. Reportedly, the footplate does not lower back into alignment following deployment. Therefore when attempting to remove the device after step 4, resistance is met (due to foot plate sticking out of its place and therefore catching the edge of the anterior wall and not allowing the device to come out smoothly as it would normally do). The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.